Manufacturer narrative:
B3: estimated as 08-apr-2024 as the accepted date for the article is noted as such. D4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Literature citation: chatani, r., kubo, s., tasaka, h., maruo, t., kadota, k. (2024). Ischemic stroke associated with high-grade pedunculated device-related thrombosis following left atrial appendage closure. J arrhythmia. 2024; 40: 620-623. Doi.org/10.1002/joa3.13042.

Event description:
Reported via literature article. It was reported that thrombosis and cerebral vascular accident occurred. An 80-year-old male patient underwent percutaneous left atrial appendage closure (laac) using a 35mm watchman flx closure device due to prior embolic events despite oral anticoagulation (oac) and elevated bleeding risk, resulting in the effective sealing of the left atrial appendage. The patient was discharged without complications on postoperative day two (2). A follow-up transesophageal echocardiography (tee) was performed on day 44 and confirmed closure device stability without leak or thrombus. According to local protocol, apixaban was discontinued, and dual antiplatelet therapy (aspirin and prasugrel) was initiated. On postoperative day 236, follow-up coronary angiography revealed no restenosis, leading to the decision to continue only prasugrel 3.75 mg daily, with the discontinuation of aspirin. On postoperative day 314, the patient was hospitalized with left homonymous hemianopia. Brain magnetic resonance imaging (MRI) confirmed an ischemic stroke, and tee revealed a high-grade pedunculated grade 3 device-related thrombus (drt) measuring 17 x 20 mm attached to the surface of the closure device. The patient was restarted on apixaban 5 mg twice a day. At two months follow-up, tee showed complete thrombus resolution. Long-term anticoagulation with apixaban was continued due to high risk of recurrent thromboembolism. There were no further thromboembolic or bleeding events during follow-up.